Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that during the administration of a flu shot, the solution ran down the patient's arm leaving a small amount of visible fluid. The solution had leaked out from in between the securely attached needle and the top of syringe.

Manufacturer narrative:
A review of the device history record was completed and determined that there were no manufacturing related issues related to the complaint issued for this lot. The actual sample involved in the reported incident was not returned for evaluation. Consequently, it was not possible to evaluate it as part of a comprehensive investigation. There were two potential root causes identified during the investigation pertaining to the user (attachment method) and material (syringe sourced by the customer) out of specification, but there¿s insufficient information to determine whether those factors were the true root cause. Based on the information available and the investigation findings, a formal investigation is not deemed necessary at this time. The reported condition could not confirm a manufacturing deficiency. If additional information is received warranting further analysis, the investigation may be resumed. This complaint will be used for tracking and trending purposes.